Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the 37761 recharger sn# (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-01-18 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger (dtc) had a broken connector pin, and the ins no longer has battery. A replacement dtc was sent. No patient symptoms or additional device complications were reported with this event.